Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it was not possible to perform an induction to test the system. Instead, a 10 joule shock was delivered; however, the shock impedance measurement was low, out-of-range at 25 ohms. This seemed too low considering this patient's body size and weight. A proper defibrillation threshold (dft) test was planned for the next day. At the new test, the patient was induced into vf and the device properly detected and delivered a shock to convert the arrhythmia. The shock impedance was 28 ohms. Technical services discussed submitting device data and performing x-rays to verify system position. The lower than expected shock impedance could be caused by system placement or potential insulation damage to the electrode. The physicians were aware of the risks but determined that due to the patient's poor medical condition no intervention would be performed. No adverse patient effects were reported.